Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. The report of an increased intra peritoneal volume (iipv) event was confirmed through an event history log review. The cause was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2013 16:22:35 during night drain cycle four. No additional information is available.